Event description:
On (B)(6) 2010, (B)(6), on third attempt to float swan ganz, wave form suddenly became flat-line while catheter in right ventricle with balloon inflated. Attempted to deflate balloon without spontaneous deflation. Catheter pulled back to 120 cm after repeated unassisted deflating attempted. Assisted deflation gently with note of fluid in tubing. Catheter cut and remainder removed carefully, apparently intact catheter tip and date recorded and saved.